Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. It was stated that the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv); however, it happened when the surgeon was changing the rotation from 30 degrees down to 30 degrees up on the display panel with no head inside the surgeon¿s console. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. At that moment no instrument had been engaged. The only movement was the rotation of endoscope. The problem happened twice the first time while performing the anastomosis or just before - the endoscope was replaced, and the system was rebooted. The second time was at the beginning of another procedure at the very first step of surgery when they tested the endoscope as recommended by the local service. The surgeon does not remember exactly if the failure was related to an inability to move the endoscope, but the surgeon thinks the movement was still possible. There was friction on the endoscope which did not rotate fully, and a strange noise could be heard. Prior to use, the device was inspected, cleaned and checked for any visible damage and none was found. There was an image orientation issue, the image was inverted. The endoscope did not move freely with uncontrolled motion. The event involved a reversed control on system arms. The endoscope was installed in 30 degrees down orientation. The surgeon is not sure if an indication of the image orientation was provided to the user via user interface, but as far as the surgeon can remember, yes. The endoscope was attached to the robotic arm and there was no damage observed on the endoscope¿s adapter/base such as missing screw or component. It has been examined by the surgeon assistant and scrub nurse, and no visible issues were noted. The surgeon does not recall if they tried to manually rotate the endoscope before the event, but at the time of the event they were unable to rotate the endoscope manually.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the orientation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The endoscope housing had discoloration. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a severe endoscope rotation issue was noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.